Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery an ophthalmic laser probe was difficult to insert into trocar during surgery. The surgery was completed on the same day with alternative laser probe and there was no patient harm.

Manufacturer narrative:
Additional information provided in sections d.9, h.3. H.6 and h.11 the product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, product was returned for testing on this investigation. A non-conformance based review of the lot number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. The lp was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar and found the no resistance or nonconformities. The top junction is 0.0202 inches and bottom junction is 0.020 inches with no area of resistance. The tip length was 1.0555 inches. The sample was found to have no problem with the trocar. The returned laser probe was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).